Manufacturer narrative:
E1 reporting institution phone #: (B)(6). A replacement speaker was ordered by the distributor; however, it is unknown at this time if the speaker has been installed or if it resolved the issue. Philips is in the process of obtaining additional information regarding the reported event and the investigation is ongoing. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the device sporadically displays the error message: "speaker". It is unknown at this time if the device produces sound. The device was not in use on a patient at the time of the event, there was no patient involvement.